Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 6. The caregiver stated that the patient had pulled the line out of the supply bag. Gts had the caregiver cycle power to clear the system error and end therapy. (B)(4) then had the caregiver aseptically disconnect the patient and remove the cassette. The caregiver elected to discard the supplies and notify the patient's dialysis nurse. The lot information was unattainable. No injury or medical intervention was reported. Product surveillance contacted the patient's dialysis nurse. She stated that the patient did not develop any adverse events and was able to continue therapy without complication.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however based on the information obtained during baxter's investigation, this incident was determined to be caused when the patient pulled the line out of the supply bag, allowing air to be sucked into the disposable. A batch review was not performed as the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).